Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had difficulty recharging, it was taking too long and they had trouble maintaining the antenna over the implant. The patient stated that it seems like they were never able to get a full charge on the implant and they had to sit in an uncomfortable position to get full coupling. They could not lie or be comfortable while charging and wore the belt while recharging. The patient stated the implant never seemed to go above half charge and the last week they charged every day for four hours per day and the implant never fully charged. They stated this had occurred since implant and they used a program that was less strong so that they didn't have to charge as often. They attempted a recharge session and reported a poor coupling screen. The patient was only able to obtain 0-2 boxes and repositioning the antenna did not resolve the issue. They were able to communicate with another external device and attempted using the antenna locate feature then attempted a recharge session but it still did not resolve the issue. The antenna locate resulted in a top reading of 64, which resulted in full coupling. However, the patient noted the coupling boxes soon reduced to zero despite holding the antenna in place. The patient noted the implant site did not seem overtly swollen, but the implant was bulging out of their back and was tender and painful to the touch. The patient stated the belt would not keep the antenna there because it was not a flat surface and adhesive discs were recommended. Additional information was received from the consumer who reported that the recharger took a couple of days to charge the battery to half charge status. They stated that the battery indicator on the programmer or charger never went past half charged and she reported new pain on her left side. The indication for use was non-malignant pain.